Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer noticed smoke coming from glp decapper module. There was no error message from glp decapper module. There was no damaged to the customer facility. There was no patient involvement and no harm to user reported. No additional impact to user safety was reported.

Manufacturer narrative:
The field service engineer (fse) replaced remove and install the supply distribution board 3 (part number g-41015-01) as well as be able to label and identify the input/output (I/o) ports per current labeling, which resolved the issue. A review of complaint and trending data for the glp decapper module double did not identify any similar issues for splashing as described in this complaint. Additionally review of complaint and trending data associated with the supply distribution board 3 (part number g-41015-01) did not identify an increase in complaint activity. The abbott automation solutions (aas) completed the investigation and determined that the affected board and found the damage at the location of the polyfuse for the x36 connection. The x36 connector is not used for the decapper module and was determined that user intervention with a higher than the suggested 12-volt source was what caused the damage. Further investigation determined that this signal is connected on the board that when not in use, cannot be damaged. Based on the available information, no systemic issue or deficiency of the glp decapper module double, serial (B)(6) was identified.

Event description:
The customer noticed smoke coming from glp decapper module. There was no error message from glp decapper module. There was no damaged to the customer facility. There was no patient involvement and no harm to user reported. No additional impact to user safety was reported.